Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would prompt to rewind when the screen appears. Customer's blood glucose was 151 mg/dl. Customer mentioned the insulin was squirting out during manual prime. Device was unable to exit the rewind process. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.